Manufacturer narrative:
Additional information: on 12/19/2019, mentor became aware that during the explantation procedure, it was discovered the patient also experienced rupture on the left side. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 1/8/2020, the mentor failure analysis lab received the device for evaluation. On 1/21/2020, the product investigation was completed. Device investigation summary: during visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot.¿ an investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with 400cc mentor memorygel breast implants and experienced baker grade IV capsular contracture on the left side and device migration on the right side post-operational. As a result, the patient is scheduled to undergo bilateral device removal on (B)(6) 2019. This report is for the patient's right-sided device.